Event description:
The customer reported that a diltiazem 125mg/125ml bag was programmed at 5ml/hour and was verified by 2 nurses. The IV bag was noted to be empty 1 hour and 20 minutes after the infusion started. The device is working as intended per the device check that clinical engineering and pharmacy performed. The customer is requesting an event log review.

Manufacturer narrative:
The customer¿s report of an over infusion of diltiazem was not confirmed. Analysis of the pcu event logs confirmed that the pump module was programmed as reported by the user with no obvious programming errors. The root cause of the customer¿s complaint of an over infusion of diltiazem was not determined. No device was returned for investigation.

Event description:
The infusion started at 0351 and at 0450 the diltiazem IV bag was noted to be empty sooner than expected. The patient was transferred to a higher level of care for monitoring due to mild bradycardia and patient remained stable. The received medwatch reported stated: "one hour and 20 minutes after cardizem drip was hung, nurses noted that the bag was empty. Pump was programmed with verification by two nurses. Pump checked by clinical engineering and pharmacy; okay. Company contacted; will be weeks before company can examine the pump. No harm to patient."

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. (B)(4).